Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown femoral head, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot#'s: ni. The reported event occurred in (B)(6). It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that a patient was identified in a journal article that had a low harris hip score. The patient also exhibited radiolucency in the 2a gruen zone. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
(B)(4). Thorup, b., mechlenburg, I., & soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. (B)(4).

Event description:
It was reported that a patient was identified in a journal article that had a low harris hip score. Attempts have been made and additional information is unknown at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable, as the femoral stem in place was competitor product. The initial report was forwarded in error and should be voided.